Event description:
Pt reported obtaining a blood glucose result of 309 mg/dl on the advantage system. Pt stated that, 5 minutes later, blood glucose was retested on a healthcare professional's meter with a result of 100 mg/dl. No pt injury was reported and no treatment was received. The discrepant results were obtained in patient's home. Pt stated that quality control testing was performed on the system, 1 month earlier, and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.